Event description:
The customer reported that while running an hcv assay summit sample handler, it did not pipet enough reagent into position 6 and no error message was generated. A field service engineer was dispatched and verified the problem. The tip clamp was replaced in position 6. No death or serious injury was associated with this event. Please note that this report was not filed within the 30 day reporting period.